Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and cine bridge pcb were evaluated and reseated. The cine hard drive was also reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Additional information was received from the field service engineer confirming that the system failed to record cine runs. No patient serious injury or death was reported related to this event.